Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). It was reported that the unit will go into diagnostic mode then go vent inop after a minute. The biomed was able to pull the drpta and found codes 1113 (barometer calibration data error) / 110f (o2 flow sensor calibration data error)/ 110e (air flow sensor calibration data error) / 1110(o2 pressure sensor calibration data error) / 10007(machine and proximal pressure sensors failed) logged. The biomed was advised to swap in the original data acquisition (da) pcba and if the symptoms remain, replace the da board to motor control (mc) board cable. The customer reported to have replaced the da pcba, and da board to mc board cable, and confirmed that the phenomenon was improved. The unit successfully passed all testing and was returned to service. No other abnormality was observed.

Manufacturer narrative:
Date of event: (B)(6) 2021. 09mar2021.

Event description:
It was reported to philips that the device had a spi bus power failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.